Manufacturer narrative:
(B)(4).

Event description:
Left hip revision surgery of the femoral head component only was performed due to pain. Subsequent revision of retained and added metal on metal components on the same hip side reported via MDR 3005975929-2017-00161.